Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the lg6 filter housing was cracked and leaked prime fluid. The product was not changed out. The surgery was completed successfully. There was no pt harm.

Manufacturer narrative:
Terumo rec'd the actual device, and upon eval, the complaint was confirmed. A visual inspection confirmed that there was a crack on the top housing of the filter. After decontamination, the circuit was set-up and tested with back pressure, the unit leaked at the welded area of the filter. The device history record did not indicate any product related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).